Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient needed to have an MRI but the handset did not work and the battery did not hold a charge. The caller did not know when the handset stopped working. The patient was reported to tell the caller that they had been scanned before, but they did not tell anyone about their stimulator. The agent advised the patient to call patient services. The caller was not with the patient at the time of call. The patient called and asked about MRI. The patient said they needed an MRI of their back as they needed surgery. The patient said that the implant didn't work and hadn't worked in a long time. The patient said they only had the communicator and didn't have the handset. The agent reviewed device information. The agent reviewed MRI guidelines and lost/stolen process. The patient said they hadn't seen their managing doctor for 5 years however they would call them and ask to have the system removed. The patient said they had several mris prior to now without any issues.